Event description:
Procedure: low anterior resection. According to the reporter: on the 2nd firing, a broken sound was heard. A piece came off, but did not fall into pt cavity. Malformed stapling occurred. Additional manual suturing was done. Oozing under 200cc. Extended surgery by more than 30 minutes.

Manufacturer narrative:
(B)(4).